Event description:
It was reported that the system locked up while sending data to pacs. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the system's pacs configuration. The system operates as intended.